Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed through the onsite evaluation by an abbott technical services representative. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6, under "pump performance monitoring," outlines indications of driveline damage as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 of this handbook, "living with the heartmate ii," contains a section titled "caring for the driveline". This section discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has separation of silastic at metal connector at driveline requiring clamshell repair. Clinical will complete clamshell on (B)(6) 2021.